Event description:
Information identified in the manufacture's clinical study indicated the patient died approximately four years post implant of an implantable pulse generator (ipg). A cause of death has been requested and has been reported as unknown.

Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.